Event description:
The customer contact reported the pt rec'd more medication than intended. In 2005 at 10:17am the pump was programmed in the continuous mode in ml to deliver an unspecified concentration of milrinone at a rate of 4.1ml/hr with a vtbi (volume to be infused) of 310ml and a container size of 320ml. The therapy was then initiated and expected to infuse for four days. In 2005 at 9:34pm, the pump alarmed for proximal occlusion. The contianer was reported to be empty. The pt called the pharmacist. The pharmacist went to the pt's home around 11:00pm. The pharmacist noted the pump display indicated that 244.3ml had infusion and 75ml was remaining; however, the container was empty. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested. No add'l info was provided.